Event description:
Information received by medtronic indicated that the insulin pump had software error detected alarm after getting multiple battery failed alarms. Customer replaced battery and rewound the insulin pump. Insulin pump passed self test. Customer was able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). The pump was returned for a software error detected alarm found on (B)(6), 2021. Successfully downloaded history files and traces using thump. Pump passed displacement test and self test. No unexpected software error detected alarm noted during testing. Software error detected alarm found in the pump diagnostic trace on (B)(6), 2021 at 21:46:34 o'clock. Software error detected alarm due to hardware error (line number 0 file number 0). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage to the pump case. Software error detected alarm due to hardware error.